Manufacturer narrative:
Our factory specialists evaluated the issue and determined that the cause of the reported behavior is a software error. This error affects only syngo dynamics 9.5 customers with the 'cathlab sensis' syngodynamics integration feature and "in progress reporting" functionality. The issue only occurs if the internal sensis reference number exceeds the value of 1.000.000. Sensis reference numbers increase in response to hl7 messages even if hl7 massages are not intended for syngo dynamics and sensis. During transfer to syngo dynamics sensis reference numbers greater than 1.000.000 are wrongly modified and then assigned to a pt study. When such pt study is then opened in syngo dynamics, a sensis report of a different pt study is being displayed. The issue is detectable to the user as pt data (e.g., name, date of birth, etc.) Is correctly assigned in the respective image or report. But this detectability is not given if the user hides the tool bar in which the pt data is shown. To avoid potential misdiagnosis and to inform customers, a customer safety advisory notice will be distributed. The root cause will be eliminated with a software update syngo dynamics spd_1 planned to be released by the end of (B)(4) 2014.

Event description:
It was reported that the customer is having an intermittent issue with the syngo dynamics system. The system gets a sensisrefno for the wrong study in sensis, which may populate incorrect data and demographics into the study. The customer is concerned that populated data may not match pt info. There are no injuries attributed to this event.